Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-sep-2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a (B)(6) old female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), headache ("headaches") and fatigue ("fatigue"). At the time of the report, the menorrhagia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, headache and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.